Manufacturer narrative:
Complete event site name - (B)(6). Occupation - ccl manager. Additional initial reporter - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that approximately 30 minutes after the intra-aortic balloon (iab) was inserted, the customer called to report a fiber optic sensor failure. All troubleshooting was unsuccessful. They had connected a flush bag and transducer to the inner lumen and would monitor the arterial pressure using that source. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2020 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that approximately 30 minutes after the intra-aortic balloon (iab) was inserted, the console generated a fiber optic sensor failure alarm. All troubleshooting was unsuccessful. They had connected a flush bag and transducer to the inner lumen and would monitor the arterial pressure using that source. There was no patient harm or adverse event reported.